Event description:
It was reported by service report that the bed motions were not functional. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: pendant button stuck.